Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that there was a hospitalization due to high blood glucose. The reporter also mentioned that there had been a no delivery alarm that was resolved with a complete infusion set change prior to the hospitalization. The cannula was found to be bent upon removal. Health care professionals tested the insulin pump and felt that it wasn't delivering insulin correctly. Advised that the insulin pump will be replaced. Nothing further reported.